Manufacturer narrative:
The following could not be completed with the limited information provided: weight-ni. Concomitant medical products implanted (B)(6) 2015: 00599404014, nexgen articular surface with locking screw, lot #62117322. 00544800636, nexgen trabecular metal half block augment, lot#62530042. 00598801014, nexgen straight stem, lot#62477214. 00549003610, trabecular metal distal femoral augment, lot#62653183. 00598801018, nexgen straight stem, lot#62496139. 00599401692, nexgen lcck femoral component, lot#62647374. 00598800600, nexgen precoat stemmed tibial component, lot#62013115. This report is number 5 of 6 mdrs filed for the same patient. Reference: 0001822565-2017-00369/0002648920-2017-00037/0002648920-2017-00039/001822565-2017-00384/0001822565-2017-00385.

Event description:
It was reported that the patient underwent an irrigation/debridement and evacuation of hematoma of the right knee after a second knee revision on (B)(6) 2015. Subsequently, the patient underwent a two stage revision with the first stage removal of all implants and placement of antibiotic spacer on (B)(6) 2015.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.